Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on available information and without the device to analyze, the cause of the reported device deformation could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that o (B)(6) 2025, a 10mm amplatzer septal occluder was chosen for implantation utilizing a 6f mullins delivery sheath. During deployment the occluder deformed into a cobra shape so it was removed. There was no interaction with cardiac structures or angulation/kink in the delivery system. There were no patient consequences or clinically significant delay.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 10mm amplatzer septal occluder was chosen for implantation utilizing a 6f mullins delivery sheath. During deployment the occluder deformed into a cobra shape so it was removed. There was no interaction with cardiac structures or angulation/kink in the delivery system. There were no patient consequences or clinically significant delay.